Event description:
During an atrial fibrillation procedure, the transseptal needle punctured the dilator. No resistance was noted when inserting the needle. The introducer was exchanged and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. The dilator had been punctured proximal to the distal tip. A needle/stylet assembly from current inventory was inserted and advanced through the dilator; however, the needle could not advance past the location of the perforation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the puncture remains unknown.